Manufacturer narrative:
The product was not returned for analysis as it remains in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited impedance measurements high out of range above 130 ohms on the right ventricular (rv) channel. A request was submitted for technical services (ts) to review this case. No adverse patient effects were reported. This ICD remains in service.